Event description:
It was reported that the device was used during a reverse colostomy. The device was fired for the anastomosis, the crunch was heard but was unable to remove from patient. The anastomosis was cut out and removed, suturing was used to complete the procedure. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.